Event description:
Follow-up identified the patient continued to experience ineffective stimulation after the repositioning surgery. The physician was unable to place the lead in the desired location during the surgery. The ongoing stimulation issue is addressed in reference MFR. Report:1627487-2017-03498.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. X-ray imaging indicated the lead had migrated to the right. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the lead was repositioned.